Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the replacement procedure, while the placed peg tube was being removed the bolster fell off inside the patient. The bolster was retrieved (the method is unknown.). The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device with 3 components: one half of the peg tube, the other half of the peg tube, and the detached bolster. There appears to be evidence of a proper bolster-tube bond, as seen in the residue on the distal end of the tube and on the bolster. The complaint was consistent with the reported incident that the bolster detached/separated. Operational factors likely contributed to the event, such as the excessive force was applied when removing the peg tube. Based on all gathered information, the complaint investigation conclusion code selected is unintended use error caused or contributed to event, which indicates that the interaction between the user and device, or sample, caused or contributed to the error. A DHR (device history record) review of lot # 22153769 was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during an esophagogastroduodenoscopy (egd) procedure performed on july 26, 2018. According to the complainant, during the replacement procedure, while the placed peg tube was being removed the bolster fell off inside the patient. The bolster was retrieved (the method is unknown.). The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event.